Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate infused very slowly and did not drain during patient infusion. Approximately half of the device infused after 1.5 hours of infusion. The device was filled with 600mg ceftriaxone in 50ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to h11: h11: the device malfunction is non reportable as there was a kink in the PICC line causing the flow issue. There are no product allegations against this device.